Event description:
According to an operative report received from the initial reporter, the bjork-shiley convexo-concave mitral valve was replaced due to "a large paravalvular leak extending from approximately the 4 to 8 0'clock position on the valve". Dehiscene between the prosthetic valve and the heart was also noted.

Manufacturer narrative:
Section h3--device evaluation summary. The valve was examined with a light microscope at 20x magnification. The outlet strut was found to be intact. Wear patterns typical for valves implanted for 16 years were observed. Scratches and instrument marks were noted, which could have occurred during implant or explant procedures. A static regurgitation test indicated an acceptable rate of flow.